Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo instrument. The initial testing happened on (B)(6) 2014.

Manufacturer narrative:
The full number for the product in question is bk020053 (1/27/03). Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(4) 2014.